Event description:
Additional information received reported that a staff culture was done and the results were positive. It was noted that the manufacturer representative had not seen the report and had only discussed it with the patient¿s health care provider (hcp). The location of the infection was the pocket site and the intervention taken was that the lead and device were removed. It was reported that the patient was going to get it done again after they were healed and currently they were not on therapy for bowel incontinence. It was noted that the hospital disposed of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a pocket infection. It was noted the patient was not hospitalized but they may be doing cultures. It was noted they planned to try to treat the infection. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.